Manufacturer narrative:
The customer replaced the ise internal standard and kcl and performed daily maintenance. He cleaned the sample probe and ran the ise calibration and qc that had error messages. The field service representative found contamination in the internal standard bath causing the internal standard to not fall to the bottom of the vessel which caused intermittent cleaning of the sample flow path during operation. He cleaned the internal standard bath, changed the pinch tubing, and conditioned the electrodes. He performed mechanical and operational checks that all checks passed. The customer calibrated and ran qc that passed. The specific cause of the event could not be determined, but the investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c 501 module. Patient 1 initial sodium result was 113 mmol/l and the initial chloride result was 134 mmol/l. On another analyzer, the repeat sodium result was 138 mmol/l and the repeat chloride result was 110 mmol/l. Patient 2 initial sodium result was 112 mmol/l and the initial chloride result was 128 mmol/l. On another analyzer, the repeat sodium result was 136 mmol/l and the repeat chloride result was 102 mmol/l. The customer verbally reported the initial sodium result of 113 mmol/l for patient 1 to the nursing staff, but it was not released to the lis system. He almost immediately called the nursing staff back and corrected the result. The other questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. The sodium electrode lot number was t0094 and the chloride electrode lot number was k6712. The expiration dates were requested but were not provided.